Manufacturer narrative:
The insulin pump was received with failed battery test due to corroded battery tube. We were unable to perform the self- test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test. The insulin pump passed stop current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had a cracked case at display window corners, cracked belt clip slot, cracked battery tube threads and minor scratched display window noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that there was a malfunction with the insulin pump. The insulin pump had a blank display. The insulin pump would also alarm a failed battery. The insulin pump was not dropped. The battery compartment was corroded. The customer's blood glucose reading was 400 mg/dl. They did not mention how the high blood glucose was treated. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.